Event description:
The patient reported receiving an e4 (occlusion) error and experiencing elevated blood glucose of 200-250 mg/dl. The patient corrected elevated blood glucose by bolusing. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.